Manufacturer narrative:
Additional information: investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is not related to device but possibly related to anti platelet medication. Patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed that the event was probably related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approximately 6 weeks later the patient had positive occult blood in stool. The patient was on dapt at the time of the event.